Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), genital haemorrhage ('heavy abnormal bleeding') and multiple sclerosis ('autoimmune disorder type of disorder: ms/ neurological conditions or problems type: ms') in a 34-year-old female patient who had essure (ess205) (batch no. 627742) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, post-traumatic stress disorder and schizophrenia. Concomitant products included aripiprazole, clonazepam, gabapentin, hydroxyzine, morphine sulfate;naltrexone hydrochloride (embeda), olanzapine, promethazine and trimethoprim. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding: vaginal bleeding"), menorrhagia ("abnormal bleeding: menorrhagia"), urinary tract disorder ("bladder or urinary problems or changes: urinary disorders"), bladder disorder ("bladder or urinary problems or changes: bladder disorder"), migraine ("migraines / headaches: migraines "), headache ("migraines / headaches: headaches"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back pain") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, multiple sclerosis, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, migraine, headache, weight increased, alopecia, urinary tract infection, dysmenorrhoea, dyspareunia, fatigue, back pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, multiple sclerosis, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: current weight 163 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53.07 kgs. Ultrasound scan vagina - on (B)(6) 2018: results of essure confirmation test: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), genital haemorrhage ('heavy abnormal bleeding') and multiple sclerosis ('autoimmune disorder type of disorder: ms/ neurological conditions or problems type: ms') in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 627742) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, post-traumatic stress disorder and schizophrenia. Concomitant products included aripiprazole, clonazepam, gabapentin, hydroxyzine, morphine sulfate; naltrexone hydrochloride (embeda), olanzapine, promethazine and trimethoprim. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding: vaginal bleeding"), menorrhagia ("abnormal bleeding: menorrhagia"), urinary tract disorder ("bladder or urinary problems or changes: urinary disorders"), bladder disorder ("bladder or urinary problems or changes: bladder disorder"), migraine ("migraines / headaches: migraines "), headache ("migraines / headaches: headaches"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back pain") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, multiple sclerosis, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, migraine, headache, weight increased, alopecia, urinary tract infection, dysmenorrhoea, dyspareunia, fatigue, back pain and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, multiple sclerosis, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Ultrasound scan vagina - on (B)(6) 2018: results of essure confirmation test: total bilateral occlusion.. Patient received treatment for events- vaginal bleeding, menorrhagia, ms, uti, dysmenorrhea (cramping), migraines/ headaches, back pain, leg pain. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs and mr received: lot number was added, newly added events- ms, uti, menstrual cramp, painful intercourse, painful intercourse, fatigue, back pain, leg pain, outcome of the previously reported event- pelvic pain female, abdominal pain were updated, essure removal date was added and insertion date were updated, reporter was added, consumer address were updated and weight, race was added, lab data was added, medical history and concomitant drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.